Event description:
The patient reported that the pump rebooted without user intervention. There was no reported patient impact as a result of the alleged incident. The patient confirmed that the battery cap was secure at the time of the incident and remained secure; she stated that the battery cap tightens to resistance appropriately with a coin, and that the yellow o-ring is not visible. The patient denied structural damage to the battery cap or compartment and confirmed that there was no visible corrosion in the battery compartment. The patient stated that the battery cap was replaced within the past six months, and that the pump is not exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box history revealed that there were no power issues with the pump from (B)(4) 2012. The returned battery cap with the pump was found to secure tightly to the pump and the yellow o-ring was not visible. The pump was exercised for 24 hours with the returned battery cap and there were no power loss or rebooting issues that occurred. The pump's cover was removed and there was no evidence of moisture found in the pump or damage found to the battery flex. The reported intermittent power issue with the pump was not duplicated during the investigation.